Manufacturer narrative:
(B)(4). Additional information: breakaway washer cut off center. The analysis results found that the pph03 device arrived with the knife damaged; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident, however the washer cut was not a perfect circle due to the damaged knife. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please explain what is meant by, stapler didn¿t get fired properly with staple pins coming out?¿ please explain what is meant by, the knife did not work properly? Was the tissue not cut? Was the tissue only partially cut? Did the device staple? If the device stapled was the staple line complete? What was the appearance of the staples? Were there staples missing from the staple line? Were any staples seen in the surgical field? What confirmation was received that the device fully fired? What degree of hemorrhoids did the patient have? Was the tissue evenly loaded? How was the case completed? Response from the affiliate: ¿after firing the pph03 stapler, the tissue didn¿t get cut properly and even drops of staple pins were found lying inside anal passage. ¿the complete doughnut was not seen inside the stapler after it got fired. ¿yes. Tissue didn¿t cut complete. ¿yes. It got partially cut. ¿not properly. Only half circle of the staples got fired. ¿no. Not complete. ¿some staples pins were found lying in anal passage after the stapler got fired. ¿yes. Doctor found incomplete staple line inside anal passage. ¿yes. Some were lying in anal passage. ¿doctor heard the crunching sound after he fully pressed the firing knob. ¿3rd degree hemorrhoids. ¿yes. The doctor have taken a purse string and also tied the knot properly. ¿the doctor ultimately did over sewing.

Event description:
It was reported that during an unknown procedure the stapler didn¿t get fired properly with some staple pins coming out and knife did not worked properly. No patient consequences reported.